Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level above 600 mg/dl and diabetic ketoacidosis. Reportedly, an unspecified malfunction alarm had occurred. The customer declined further troubleshooting with tandem technical support, therefore additional information could not be obtained.